Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample is not available for evaluation. Three provided CT images demonstrate the cross section of the patient in the iliac section. Resolution is poor, stent is not clearly visible. The investigation leads to inconclusive result. In this case there was no stent deficiency related to the reported issue. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system for regular deployment. A stent size selection table is part of the instruction for use. 'The e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. G3, h6 (method, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2025, a patient underwent stent placement using a venovo stent which was placed via kissing stents from both civ and eiv. Post the procedure on (B)(6) 2025, stenosis was identified in an unstented portion of the left eiv, and an additional intervention was performed. Furthermore, stent restenosis occurred again, and a third intervention is scheduled for (B)(6) 2025. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent stent placement using a venovo stent which was placed via kissing stents from both civ and eiv. Post the procedure on (B)(6) 2025, stenosis was identified in an unstented portion of the left eiv, and an additional intervention was performed. Furthermore, stent restenosis occurred again, and a third intervention is scheduled for on (B)(6) 2025. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.